Manufacturer narrative:
The reported events were noise, sensing anomaly, and helix mechanism issue. A complete lead was returned in one piece with helix found retracted and clogged with blood. The reported event of a helix mechanism issue was confirmed. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning and cutting the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The full helix extension length was measured within specification. The cause of a helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. The reported event of noise and sensing anomaly was not confirmed. Electrical testing was normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the helix portion of the right ventricular (rv) lead exhibited failure to extend. Upon further investigation, the rv lead exhibited sensing anomaly and noise. The rv lead was not used and replaced. The patient was in stable condition.